Event description:
Incident as reported: lap chole - "2 separate lap chole by two different surgeons. I was informed when removing the gallbladder the bag broke at the incision site. The account informed me that they have had multiple bags break not including these two I am sending in. This account used an anchor bag previously and in any opinion are used to pulling the bag real hard." Pt status: fine.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.